Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of the affected component, which further led to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had three different sphincterotomes burst. The issue occurred during setup and inspection for use before patient in the room. There were no reports of patient involvement.